Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The absorbent calendar was replaced to resolve the issue.

Manufacturer narrative:
Ge healthcare âs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA, madison, wi 53718 h3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a malfunction resulting in a potential leak >4.5l/min during a case. There was no patient injury.